Event description:
In the process of contacting the pt's physician to notify him that the pt's device may be nearing end of service, it was discovered that the pt had passed away. The pt had reportedly moved about a year and a half ago and pt's last known physician did not know who pt's new physician was. The cause of death is unknown at this time. There is no evidence at this time that the ncp system caused or contributed to the event. Attempts to obtain add'l info have been unsuccessful to date.